Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the false upstream occlusion alarm identified during functionality testing. Evaluation found that the device had a failed upstream sensor, which is a known contributor of the identified symptom. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm there was no patient involvement.